Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Into the back of my throat, the back of my throat for hours [foreign body in throat] making me gag [gagging]. Vomit [vomiting]. Wash my mouth out with very hot water [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started super poligrip free denture adhesive cream. On an unknown date, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced foreign body in throat (serious criteria gsk medically significant), gagging, vomiting and wrong technique in device usage process. The action taken with super poligrip free denture adhesive cream was unknown. On an unknown date, the outcome of the foreign body in throat, gagging, vomiting and wrong technique in device usage process were unknown. The reporter considered the foreign body in throat, gagging and vomiting to be related to super poligrip free denture adhesive cream. It was unknown if the reporter considered the wrong technique in device usage process to be related to super poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from the consumer via call center representative (email) on 18may2022. Consumer reported that"I am writing to let you know that I tried my first tube of super poligrip denture adhesive cream, zinc free. I use it exactly as directed on the tube. It ended up losing out from under my partial, into the back of my throat making me gag and vomit. Then, I could not get it out of my mouth after removing my partial, per the directions. I had to wash my mouth out with very hot water, almost to the point of burning, and I still could not get all of that adhesive out of my mouth in the back of my throat for hours. I would like a refund in the amount of dolor 5.99. I am assuming this is not a product that I can return to the store as it has been opened and used. Please, again, just give me my dolor 5.99 back. I am on social security and struggling and every dollar counts for me. I feel like I wasted my money on this product, and I will never buy it again. Thank you very much for your understanding and support."